Event description:
A malfunction was reported, with the customer indicating no notable events occurred before the issue. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared, which they understood.